Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please clarify how many devices are available for evaluation. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. According to the customer, all information related to this event is mentioned in the initial declaration (no further information can be provided). The impacted devices are not available for analysis. However, some samples from the same lot can be sent for analysis. Was the needle found and removed from patient? Yes, the needle was found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a scar closure after implantable chamber insertion procedure on (B)(6) 2024 and suture was used. On 3 attempts, the thread separated from the needle for no apparent reason (no traction or resistance). On the 3rd attempt, the needle remained in the patient. The surgery was prolonged for 45 minutes searching for the needle in the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2024. Corrected information: h6 health effect impact code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.